Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was found during routine check the cardiosave intra aortic balloon pump (iabp) had the safety disk guard broken. There was no patient involved. It was confirmed by biomedical department that the handle on the pim had been snapped off. The damaged parts were replaced and the unit was verified, calibrated and passes all functional and safety tests per factory specifications. The unit was returned for use to customer.